Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument with no reported issue and completed the device evaluation. The instrument was returned as an incidental return. There is no reported complaint against this instrument. Observation not reported by site: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a small grasping retractor (pn # 470318-10 / lot # n10210111 - 0034) was exchanged with another small grasping retractor (pn # 470318-10 / lot # n10200727 - 0118) during a radical cystectomy with neobladder procedure. The instrument has a maximum of 10 uses. There were 5 more uses remaining. A review of the site's system logs for the procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
The small grasping retractor instrument was received as an incidental return. No allegation was made against this product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide any additional information regarding this instrument.